Event description:
It is alleged that patient received coolsculpting treatment on (B)(6) 2011, procedure was conducted successfully with no malfunctions or error codes recorded. Patient returned to treating physician's office on (B)(6) 2011 complaining of discomfort and pain. On that date, the patient was assessed and determined to "look normal but puffy". On (B)(6) 2011, patient returned to the physician's office, and according to the doctor, the treatment area looked different with "big bulges" present in the upper and lower abdomen. At this point, the physician referred the patient to a hernia specialist and diagnosed with a ventral hernia (superior and inferior to the umbilicus) which specialist believes was related to the procedure. At present, patient's physician has informed zeltiq that patient is awaiting treatment for hernia repair. Causal relationship between coolsculpting and patient's condition has not been confirmed. System software logs were uploaded on (B)(6) 2011 and reviewed on (B)(6) 2011. All recorded data points were well within specification with no exceptions.